Event description:
The stem was easily removed so may have been a little loose.

Manufacturer narrative:
This complaint is still under investigation

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the returned devices by the manufacturing supplier confirms the report. Primary regular metal transfer can not be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal shell. Metal transfer can be found on transition I/j. This indicates a misaligned position of the insert in the metal shell. Stripe wear on both the femoral head and insert indicates an edge-loading situation or recurring subluxations of the components. A lack of fixation leading to a misaligned position or a misaligned position of the insert from the beginning, causing a local stress rising is the most likely reason for the fracture of the insert. The density of the insert was analysed and found to be complying with the delivery specification for biolox®delta components. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Product contribution to the reported event has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.